Event description:
The customer reported to olympus that during an unspecified diagnostic procedure using this xenon light source, scope communication error b30 and e216 sporadically appears. Error was gone when restarted and used another scope. The issue caused a delay of one hour with patient under sedation involving awakening. The intended procedure was completed with a similar device. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. The allegation was confirmed. Upon inspection, random failure was observed. The image disappears temporarily plus error messages b30/e216 were sporadically displayed. This was caused by the defectiveness of the contact pins of output socket causing a loose contact. Other findings were output socket damage, sign of corrosion noticed inside the block. Regarding the terminals of the output socket found damaged, it can be deduced that repeated excessive pressure that has been applied to it may be a key factor that has caused the failure. A definitive root cause for this issue was not established. Since damage was observed in the socket part, olympus surmised that it was damaged due to excessive force. As a result of device history record review, it was confirmed that the device met its standards at the time of shipment. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.